Event description:
It reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the stent struts got lifted up. The procedure was completed with another of the same device. No patient complications were reported. Synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found distal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the stent struts got lifted up. The procedure was completed with another of the same device. No patient complications were reported.